Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia treated with an emergency room visit. The customer reported a blood glucose value of 22 mg/dl. The customer reported the following led up to the event no troubleshooting was identified. The event involved product(s) mmt-342, mmt-7040a, mmt-1884, mmt-431ag. The customer was using the insulin pump system within 48 hours of the reported event. The customer was using the auto mode/smartguard feature at the time of the event. The customer reported low blood glucose. The customer believes the pump was over-delivering. The customer was able to upload it to carelink. No further patient complications were reported. Mmt-342 was requested and the customer response was the device will be returned. Mmt-7040a was requested and the customer response was the device will be returned. Mmt-1884 was requested and the customer response was the device will be returned. Mmt-431ag was requested and the customer response was the device will be returned.

Event description:
Updated summery: customer reported having a low blood glucose on july 22, 2024. The low was treated with juice and then the paramedics were called between 3:00 - 3:30pm for a low of 22mg/dl. Customer did not go to the emergency room. Customer alleged over delivery because she said her pump was going through 1 reservoir a day compared to 1 every few days. Troubleshooting was done. Customer will discontinue the pump. Pump is returning for analysis.

Manufacturer narrative:
Additional information has been received regarding the incident date change which was not included in the initial report. So, the correct incident date has been changed from 23-jul-2024 to 22-jul-2024 as per new additional information and which is updated section b3. Additional information has been received which was not included in the initial report. The information has been provided in section b5 and h6 (health effect - clinical code & health effect - impact code) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.